Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the down arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 330 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.